Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received vibrate and beep anomaly. Customer¿s blood glucose level was 59 mg/dl. Customer stated that the vibrate mode set was to on. Customer was assisted with perform a self test. Customer stated that the insulin pump vibrated during the vibrate test portion of the self test. Customer stated that the stopped using the sensor because beeped was constantly and unforgivingly. Troubleshooting was performed. The insulin pump will not be returned for analysis.